Manufacturer narrative:
Per 2016/679, patient identifiers were not collected or recorded and therefore are not available; therefore the information is not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon was unhappy with the outcome of a patient in which he used a diu00 intraocular lens (iol). It was noted that the docotor has used the lens type previously and had good results. The surgeon used the lens calculator and did everything he normally does. Through follow up it was indicated that the patient was fine 1-3 days post op, with blurred vision approximately one (1) week post op. The doctor noticed that the toric lens was approximatively 5-10 degrees off axis which would be evaluated again in a few weeks. The doctor mentioned his auto refractor was showing +1.25 post operation. No further details were provided.